Event description:
The report received from the affiliate indicated that the procedure percutaneous interventional treatment to the brachiocephalis (vessel diameter 13mm x lesion length 4cm) with moderate calcification. A smart control stent was selected. There were no damages observed out of the package and no prepping difficulty. Deployment was attempted but was not fully completed. Thereafter, postdilatation was attempted, and during postdilatation, it was noted that the stent migrated down. Consequently, another stent was implanted. A good outcome was noted for the patient.